Manufacturer narrative:
H3 :product analysis: evaluation of the device determined that the bearing detached and ball stuck in the shaft. The likely cause of failure could not be determined. It was also noted that not possible to lock the tool in the attachment, output drive shaft stuck, color ring and laser markings are faded. Date of event notification: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of difficulty with assembly. No patient impact reported. Repair escalated to product event on evaluation due to detached bearing.

Manufacturer narrative:
Correction: h6: device codes (fdd/annex a): a0501 - detachment of device or device component have been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.